Event description:
Customer reported the system cine function is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found that the connector from the bridge board to the image processor board was loose. Re-connected and re-booted the system. Took several test cine runs under two separate test patients. Each cine run was error free. System is working as intended.